Event description:
The facility reported that during a transfer from a room to the toilet, the lift was driven against a threshold with its front casters. At the moment of impact, the lift stopped and the mast broke away from the chassis. The resident fell onto the floor. Treatment was administered by a nurse.

Manufacturer narrative:
The lift was returned to the manufacturer and examined. The chassis was detached from the mast. It was not possible to carry out function tests on the lift. The lift was in fair condition for its age (12 years). The mast mounting plate was detached from the chassis, but was still attached to the mast. The mast mounting plate had detached, breaking through the weld. Both the foot plate and top covers were broken, possibly as a result of the incident. The sling was also returned with the lift. Neither the fleece sling covering nor the leg straps returned were arjo products. Upon removal of the mast from the chassis mounting plate, the torque value of the two bolts were found to be approximately 30nm (24 lbf ft); not to the correct figure of 76nm (56 lbf ft). Upon separation of the mast from the mounting plate, evidence of a steel shot cleaning agent was found, suggesting that at some stage the lift may have been repainted without disassembling the lift. A visual examination of the mounting plate and cross member of the chassis shows evidence of corrosion in the welded area and what is considered to be a poor quality weld (no weld penetration). The evidence of corrosion in the two short lengths of weld at the side of the mounting plate suggests the weld had been cracked for some time. The manufacturer has concluded the primary failure is attributed to poor weld penetration. It is visually evident that the existing weld had not penetrated either the mounting plate or the cross member adequately. There are also other possible contributory factors, such as corrosion within the weld and evidence of shot cleaning. Based on this evidence, shot cleaning was possibly used to remove old paint and/or corrosion that may have existed around the base of the mast and chassis. Even though shot found was in an area away from the weld, it is possible shot residue was left around the weld before painting, aiding the corrosion process. The two mast mounting bolts not being torqued to the correct figure may have also contributed to the failure. The manufacturer has determined only one batch of lifts was affected. The affected lifts were shipped only to one country, not to any other country. All lifts from that batch were inspected and no faults were found.